Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases. A leak test was performed and was found delamination of valve. A microscopic analysis identified: partial delamination of diaphragm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: delamination of diaphragm flange disk assessed as adhesive failure.

Event description:
Healthcare professional reported a left-side deflation. Device was explanted.

Manufacturer narrative:
Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device was explanted.